Event description:
The customer reported that during the use of this shaver blade in a knee arthroscopy procedure, metal shavings were observed in the joint. It is believed that not all small fragments were retrieved. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation, and confirmed the reported problem. A visual examination of the blade noted galling on the inner and outer tubes. A two year review of product history shows similar reports for this failure mode. At this time, the root cause of this failure was unable to be determined. Conmed linvatec will continue to monitor this device for failures.